Event description:
It was reported that there was noise noted during atrial tachycardia episode and the right atrial (ra) lead impedance was high but within range at 1577 ohms. Review found some acute increases in the ra impedance over past year. It was noted that the device was programmed to only pace in the ventricle, but atrial sensing was programmed on. A signal artifact monitoring episode was stored due to the noise on the atrial channel and another episode was inappropriately stored due to atrial fibrillation (af). Technical services discussed programming options. The pacemaker remains in service and no adverse patient effects were reported. The device was explanted three years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction and the device exhibited incorrect categorization of atrial arrhythmia as mv noise while implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction;

Event description:
It was reported that there was noise noted during atrial tachycardia episode and the right atrial (ra) lead impedance was high but within range at 1577 ohms. Review found some acute increases in the ra impedance over past year. It was noted that the device was programmed to only pace in the ventricle, but atrial sensing was programmed on. A signal artifact monitoring episode was stored due to the noise on the atrial channel and another episode was inappropriately stored due to atrial fibrillation (af). Technical services discussed programming options. The pacemaker remains in service and no adverse patient effects were reported.